Event description:
It was reported that an ilet pump became unresponsive and would not power on after charging two days prior. It was noted that the device becoming hot to the touch while on the charging. The user¿s caregiver administered a manual subcutaneous insulin injection when a blood glucose value of 342 mg/dl was observed. The issue was characterized as a screen or key/button unresponsive problem involving the touchscreen component. A replacement device was arranged. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed a software-related problem associated with a component failure affecting the touchscreen, consistent with unresponsive keys or screen behavior. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.